Event description:
Associated medwatch reports: 9610612-2019-00649 (B)(6).

Manufacturer narrative:
Manufacturing site evaluation: the implants arrived in a contaminated condition. Investigation: during the visual inspection we discovered, that one of the discs is partially decomposed, one is broken and one is intact but with a rest of the thread and a knot on it. Batch history review: because the lot is unknown, a batch history review is not possible. Conclusion and root cause: the detected damages are secondary damages (broken disc) and normal occurrences (partially decomposed disc). The product itself exhibit no abnormalities. Rationale: the detected damages are secondary damages (broken disc) and normal occurrences (partially decomposed disc). The product itself exhibit no abnormalities. Corrective action: according to sop sa-de13-m-4-2-04-000-0 (corrective action & preventive action) a CAPA is not necessary.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. A follow-up report will be submitted after the investigation.

Event description:
It was reported that there was an issue with product ff016. On (B)(6) 2019 both ff016 and ff017 were used for closure during the brain tumor removal surgery. There was no patient harm. The malfunction is filed under aag reference (B)(4). Associated medwatch-reports: 9610612-2019-00649 ((B)(4)- ff017).